Event description:
Info received that the siderail will not latch. No injury reported.

Manufacturer narrative:
Tech found that the side rail will not latch. Isolated the problem to missing ratchet rivets on the side rail poles. Replaced the rivets to resolve this issue.